Event description:
It is reported by the pt that they were hospitalized for a high glucose level. The level at the time of the hospitalization was 523 mg/dl. Troubleshooting was conducted and we explained the possible reasons for a high blood glucose level to the pt. Device is not being returned. No further info available.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.